Manufacturer narrative:
A varian field service engineer (fse) was called to the customer site to resolve an imaging issue. While there, he replaced a cable that involved removing the center throat cover. Shortly after completion, the cover became detached and fell on a patient's nose during treatment. It was determined that the fse did not properly latch and secure the cover after the service action. After examination of the part, the fse observed no issues with the latching mechanisms on the detached cover or the mating latch receptacles on the adjacent shoulder portions of the cover assembly. The fse reported that the re-installed cover was secure at all gantry angles. No additional follow up to this report is anticipated.

Event description:
During a rapidarc treatment, the center throat cover of the machine became detached and fell on a patient's nose. The patient was examined and x-rayed in the emergency room and found to have a displaced fracture of the nasal bone. No additional injuries were identified.